Manufacturer narrative:
Conclusion: the device history record for the valve and associated frame lot was reviewed and showed that this device met all manufacturing specifications for final product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was deployed to 80% and the valve was reported to be under-expanded, the valve was recaptured and removed from the body, a pre-implant balloon aortic valvuloplasty (bav) was performed and the valve was re-inserted and deployed completely and under-expansion was noted again. Per the device instructions for use (IFU), ¿if a bioprosthesis and catheter have been removed from a patient, dispose of both the bioprosthesis and catheter; do not attempt to reuse either component. Both the bioprosthesis and catheter must be replaced with new sterile components.¿ multiple factors can affect frame expansion or compression, such as patient anatomy and valve positioning. However, with the limited information provided, no images for review and no device returned for evaluation, we are unable to conclusively determine the cause for this report. It was reported that the valve may have caused a left coronary occlusion following the post-implant bav. Per IFU, coronary occlusion is listed as a potential risk associated with the implantation of the device and it can be attributed to procedural factors (e.g., valve positioning, sizing, technique, etc.) And/or anatomical factors (e.g., location of coronaries with respect to the valve, height of ostia, etc.) Or patient pre-existing conditions such as calcification. Per the additional information received it was reported that the valve may have caused the left coronary occlusion following the post-implant bav. It was also unclear if the post-implant bav contributed to the occlusion. Therefore, with the limited information and no images / cines to review, we are unable to conclusively determine the cause for this report. There was no information to indicate a device malfunction or a quality deficiency. Hypotension is a known potential adverse effect per device IFU. It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally-functioning device or model implant procedure. The hypotension noted might be as a result of the occlusion. However, a conclusive cause could not be determined from the limited information available. Per the information received, the cause of death may have been due to the left coronary occlusion but it was not certain. Neither autopsy nor explant were performed. With the limited information available, a relationship between the device and the death could not be established. There was no information to suggest a device quality deficiency that may have caused or contributed to this event. This event did not indicate device misuse or malfunction. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was inserted into the right femoral and advanced into the annulus. The valve was deployed to 80% and the valve was reported to be under-expanded. The valve was recaptured and deployed again to 80%. Again, the valve was reported to be underexpanded. The valve was recaptured and removed from the body. A pre-balloon aortic valvuloplasty (bav) was performed with a 20 millimeter (mm) balloon. The valve was re-inserted and deployed completely and under-expansion was noted again. A post bav was performed with a 22 mm balloon. It was reported the valve was deployed accurately in the correct position. An echocardiogram showed great placement, no paravalvular leak (pvl) and a gradient less than 3 mmhg. The patient's pressure started to drop. Cardiopulmonary resuscitation (CPR) was administered and the patient was placed on bypass. The patient subsequently died.

Manufacturer narrative:
Additional information was received that the cause of death may have been left coronary occlusion but it is not certain. The valve may have caused the left coronary occlusion following the post-implant balloon aortic valvuloplasty (bav). It is also unclear if the post-implant bav contributed to the occlusion. No autopsy will be performed. If information is provided in the future, a supplemental report will be issued.